Event description:
A us distributor reported that a monitor does not recognize te connection.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The failure was isolated to bent pulse pins on belt receptacle. The root cause for the bent pulse pins on belt receptacle was unable to be positively identified. There were no adverse events associated with the damaged monitor.